Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue was not confirmed due to the condition of the returned unit. The separation of the handle halves was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. The condition of the returned device suggests that during deployment the ribbon partially slid off the thumbwheel and began to spool around the handle center peg. Although a cause for the ribbon sliding off the thumbwheel could not be determined, it may be possible that lateral force was inadvertently applied to the thumbwheel as it was being rotated resulting in the halves of the handle housing to slightly separate which caused space for the ribbon to move out of location and slide off the thumbwheel within the handle. However, this could not be confirmed. The additional therapy/non-surgical treatment was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa). A 6x150mm absolute pro ll self-expanding stent (ses) was partially deployed in the target lesion, when the handle unexpectedly broke open. The device was manipulated in order to completely deploy the stent in the target lesion. There were 4 total stents implanted during this procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.